Event description:
The product was returned as an implant failure because of failure to integrate with the bone. It loosened when the impression was removed. Based on the report, the patient had moderate oral hygiene and good bone condition. Fixture was placed with a primary closure using a single prosthetic attachment in tooth location #5. No bone augmentation material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient was reported as recovered and there was no plan to place another implant in near future.

Manufacturer narrative:
Based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient oral hygiene, or patient behavior.